Event description:
The physician tried to place a contralateral sheath but would not advance. Physician inserted a 0.018" guide wire and then tracked the 5.0 x 40 mm angiosculpt device over bifurcation and down into the graft. The pt had iliac stents on the same side. After inflation/ deflation, it looked like the scoring elements were not fully re-wrapped. At this point the balloon was very difficult to remove. The physician removed the entire system all together.

Manufacturer narrative:
The angiosculpt device was returned in three separated pieces (balloon and distal shaft, portion of inner member, and shaft with 0.018" guide wire intact). The distal bond, scoring element, and transition tube were not returned for evaluation. Visual examination confirmed a severely stretched inner member at the separated section of the device. The proximal bond is damaged and displaced near the proximal balloon taper. There is evidence of a bent inner member and clamp marks along the shaft. Based on the lab analysis, the evidence of a severely stretched inner member at the location of the separation and clamp marks along the catheter shaft clearly suggests that the device experienced excessive exertion of force by the user.